Event description:
Lead model 5076 was replaced due to sensing difficulties, intermittent loss of capture, unable to pass stylet for lead revision impedance decrease and possible micro-dislodgment secondary to twiddler's syndrome. Initially tried to reposition lead but couldn't. The pt was admitted overnight and had no problem.